Event description:
It was reported that the surgeon was positioning the midi tip around and above the right pulmonary veins and as he pulled the instrument tip back, blood was seen in the area around the atrium. He packed the area and continued with the dissection, but disrupted the tear again, and had to place two sutures to control the bleeding. No clinical consequence was reported.